Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient, who is pacemaker dependent, had been presented to the electrophysiology (ep) laboratory for a scheduled atrial flutter radio frequency ablation (rfa). The device had been programmed to a voo mode with a rate of 60 ppm. During the ablation, the device exhibited pacing inhibition resulting in one to three seconds of asystole. Following the rfa, the device was permanently reprogrammed back to ddd mode.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
It was suspected that the pacing inhibition was due to an electrical energy/stimulus being applied near the lead system. Such stimulus may temporarily polarize the lead system and can potentially cause loss of sensitivity and capture. All boston scientific crm devices include noise detection and safety response features including an external defibrillation detection circuit. This is designed to protect the device in the event that the patient must undergo a treatment involving external high energy on the device/lead system (i.e., an external defibrillation). The physician was contacted who reported that questions about this event had been addressed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.